Event description:
A surgeon reported that there were three horizontal lines in the stromal bed. He stated that he did not believe this to be clinically significant. No pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).